Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes an unspecified number of tubes underfilled when filled using a non-bd cannula. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. A total of 20 retained samples underwent functional tests, which simulated the blood drawing method by using deionized water and a compensated draw apparatus. After testing, all tubes were weighed and found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 25-mar-2025 investigation summary: bd received two samples for investigation. Functional tests were conducted on the returned samples, and it was determined that all tubes drew within specification. Additionally, 20 retained samples underwent functional tests, and all these tubes also drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume- underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes an unspecified number of tubes underfilled when filled using a non-bd cannula. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes an unspecified number of tubes underfilled when filled using a non-bd cannula. No adverse impact was reported regarding the patient or user.